Event description:
During an in-clinic follow-up, conductive telemetry issues were encountered on the leadless pacemaker (lp). Programming was possible; however the marker and lead channels were not visible. An external electrocardiogram (ECG) was used to complete the follow-up. The patient was stable.